Event description:
Reported as: physician wrapped the guidewire around the nosecone and separated it from the shaft. Nosecone remained on the guidewire and was retrieved without any complications.

Manufacturer narrative:
Reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floppy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.